Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided x-ray. The x-ray shows that the unknown screw has backed out of the plate. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a single lateral view demonstrates plate, screw and cerclage wire fixation of the sternum with anatomic alignment. A second lateral view demonstrates retraction of the two more superior screws. Alignment is unchanged. Bone quality appears osteopenic. Other than the screw retraction, no implant or anatomical failures are identified. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: plate 12 hole ladder cat# 73-2632 lot#ni unk screw cat#: ni, lot#: ni, unk screw cat#: ni, lot#: ni, unk screw cat#: ni, lot#: ni, unk screw cat#; ni, lot#: ni, unk screw cat#: ni, lot#: ni. G2: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00337, 0001032347-2023-00338, 0001032347-2023-00339, 0001032347-2023-00340, 0001032347-2023-00342, 0001032347-2023-00343.

Event description:
It was reported that a patient has experienced plate and screw loosening post implantation. The stable-angle connection between the plate and hub is still holding. No intervention is planned at this time, as the patient remains uncomplicated. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: patient is between 40 and 50 years old. A5: patient is middle european. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient felt pain while doing upper body yoga exercises. Subsequently, it discovered that the plate and screws loosened and the patient was revised.